Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant the patient was feeling tingling in their arms and neck, as well as weakness on the right side. The patient's physician wanted to do an MRI, and asked about placing the device in MRI mode and was told that because the device was not set up it could not be done remotely. It was discussed that the battery could not be confirmed as in ¿MRI mode¿ if it was not turned on. He opted to still scan the patient. When the patient's arrived at the MRI facility, the technicians used a database to determine whether the coil they were using was compatible with the device, which it was not. For patient safety, the ins was explanted and the MRI performed. It was noted that the field staff were not notified to check compatibility with the coil, nor was tech services. The field staff was notified after the explant that it had occurred. No further complications were reported.